Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) and reported that the patient had an elevated blood glucose (bg) level on (B)(6) 2011. The reporter claimed that the patient had a "hi" result (bg > 600 mg/dl) that day and she bolused with the pump. The next day, the patient went to school but the school nurse called due to the patient obtaining a bg result of "400+" and having symptoms of nausea, vomiting, and ketones. The reporter did not have time to troubleshoot the pump since she wanted to take the patient to see a health care provider (hcp). The reporter wanted to know if the patient was fighting a virus or if there was an issue with the pump. The reporter did not observe any cracks/fissures in the pump casing. The audio bolus and keypad were intact. No bent cannulas were noted. The reporter claimed that the site, set, and cartridge were within normal limits. No redness, swelling, or leakages were reported. The insulin was not expired. However, the reporter mentioned that when the patient boluses, he would feel a burning sensation. The only issue the reporter observed with the pump was that it had been alarming low battery for the past 6 days. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had developed an elevated bg level with symptoms suggestive of a serious injury. It is unknown at this time if the pump contributed to the patient's injury since troubleshooting of the pump was not completed.